Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to securely latch with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt will not securely latch with test monitor) has been confirmed. Upon investigation the electrode belt was unable to securely connect to a monitor. The electrode belt's trunk cable connector and locking nut were missing. The root cause for the missing connector and locking nut could not be positively identified. No adverse event resulted from the damaged belt.